Event description:
During a stenting procedure in the aorta, a leak was noted in the balloon after hand-crimping a numed aortic stent onto the balloon. The balloon catheter and stent were removed from the patient without consequence. There was no report of patient injury. Additional patient and procedural information has been requested from the reporting affiliate, but has not yet been forthcoming. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.